Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this spectra penile prosthesis (spp), presented with the device undersized; therefore, a replacement surgery was scheduled. No further information was provided.

Manufacturer narrative:
Additional information updated: b5: describe event/problem b1: adverse event/product problem. B2: outcomes attrib to adv event. D6b: explant date. H1: type of reportable event. H6: patient codes, impact codes, evaluation conclusion codes.

Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this spectra penile prosthesis (spp), presented with a floppy glans due to the device being undersized; therefore, a replacement surgery was performed, and the event was resolved. No further patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: evaluation conclusion codes.

Event description:
It was reported that the patient with this spectra penile prosthesis (spp) presented with a floppy glans due to the device being undersized; therefore, a replacement surgery was performed, and the event was resolved. No further patient complications were reported.